Event description:
This is filed to report tissue damage it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and rotated heart. A mitraclip xtw was selected for treatment and grasped the leaflets. Following grasping attempts, a floating chordae which may have been ruptured was observed likely due to grasping attempts. The procedure was continued without further issues. The procedure was completed with one clip implanted. The mr was reduced to grade 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported leaflet grasping was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na